Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ bulk, non-sterile needle during the siliconization process, there were blue particles on the hub of the needle detected. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received in the columbus plant for evaluation. The photo showed two small blue particles on the hub of the needle. It is possible that blue fibers may have come from the blue smocks worn on the manufacturing floor but this is impossible to verify without the actual sample. DHR review: one-hundred four visual inspections were performed on 5,200 parts with zero defects noted. Cleaning was performed 15 times per coq-na-6003 during the production of this batch on nip line 1. No notifications were written for this batch. Investigation conclusion: possible root cause: blue fibers may have come from the blue smocks worn on the manufacturing floor. If corrective/preventative action not required, provide rationale: no CAPA will be required as the defect is not confirmed.